Event description:
Poor sensing and pacing were observed. The lead was explanted after an unsuccessful reposition attempt.

Manufacturer narrative:
No medwatch form was received. The lead exhibited normal electrical characteristics. The helix extension was measured and found to be within specification. The lead was damaged in the field. No deficiencies in materials or workmanship were noted.